Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power port #2 of a patient's controller was malfunctioning. The patient told the vad coordinator that when he attached a battery to this port, the battery would drain rapidly drain. It appears that on occasion, the controller would also alarm as if there was no battery attached to the port. The patient reported that he checked the connections and they were "good". He further reported that the batteries appeared to work fine in power port #1. The vad coordinator was unsure if the controller was physically broken or whether it was an issue with the functioning of the controller. The controller was exchanged with no reported patient consequence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After review of additional information received describe event or problem, model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated and correction/removal reporting number have been updated accordingly. Additional information received indicated that the device exchanged had resolved the reported issue. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the controller revealed that the device failed visual inspection due to a damaged pin on the ps2 connector, making connection difficult. This failure is most likely due to a forced or improper connection to the port causing the pins to bend. The manufacturer has opened an internal investigation for bent pins. Additionally, log files analysis revealed the occurrence of multiple premature power switching events involving batteries ((B)(4)). Logs did not reveal batteries rapidly draining. As a result, the most likely root cause of the reported "rapidly draining" event can attributed to a communication error between the controller and battery. The patient may have perceived the power switching events as the batteries draining rapidly. The manufacturer has opened an internal investigation for communication errors. The most likely root cause of the damaged pins can be attributed to a forced connection. The most likely root cause of the "rapidly draining" event be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After review of additional information received section age/date of birth, weight, describe event or problem, other relevant history, device available for evaluation?, date received by MFR, type of reports and if follow-up, what type? Have been updated accordingly. Additional information received indicates that the site was not able to provide the controller log files. It is presumed that this is because the controller had already been shipped to the manufacturer for analysis. The site also noted that the issue could not be reproduced by manipulating the battery cables/connections and that the controller exchange did not resolve the issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Corrected data: device manufacture date.